Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for cardiopulmonary bypass procedure, the user reported that the unit was not working. As a result, an alternative device was deployed. The user reported that the surgery was completed successfully without any delays or consequences or impact to the pt.